Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Correction to h4, information was inadvertently not included on the initial medwatch. The device was returned and an evaluation was completed for it. During inspection, olympus confirmed the reported event, the touch panel does not respond. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the touch panel malfunction could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the touch panel of the visera elite ii video system center was not responding. The event occurred at the end of the procedure after detaching the videoscope. But the processor still stayed on when viewing the images. The intended diagnostic ear, nose, and throat (ent) examination was completed with the same device. There was no delay. And no report of patient or user harm or injury associated with the event.

Manufacturer narrative:
The device was not returned to olympus for evaluation as yet. The investigation is ongoing. A supplemental report will be submitted on completion of investigation or if any additional information is provided by the user facility.